Event description:
It was reported that the lot number on the outside of the palacos packaging (75974340) is not the same as the lot number on the inside packaging (75974319). Additional information received stated that it was clarified that the inside packaging discrepancy was in reference to the patient sticker; while the polymer powder and liquid monomer matched the outside packaging labeling. The packaging was originally opened to follow up with possible mislabeling that was reported. There was no report of product malfunction or harm involved as this event is in regards to the packaging label.

Manufacturer narrative:
The product was returned for evaluation. It was noted that the patient labels on the inside of the package did not match the outside packaging lot number. A review of the manufacturing records was performed for part number 00-1113-140-01, lot 75974340. This lot was manufactured and released into inventory on 10/05/2012, expiry date 09/01/2017. There were non-conformances during manufacture that would be related to this complaint. All testing requirements were met. There was a quality deviation in the production labeling process at (B)(4). A review of the complaint within the related batch, 45974340, leads to the information that this fault is driven by a quality deviation in the production process. (B)(4) comprehensive quality assurance efforts are reflected by a significantly lower error ratio, however a deviation may occur. Immediate actions have been taken to prevent this error from occurring again and are as follows: (B)(4). The results will be documented in the DHR of the respective lot.